Event description:
It was reported that this device was exhibiting premature battery depletion. During a recent device check, a decrease in the battery longevity was observed, and the longevity showed 3.5 years remaining, with usage of 185% consumption. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A request for product return was submitted to the field representative. At this time it is unknown whether this device is available for return.

Manufacturer narrative:
Should this device be received for analysis, a supplemental report will be submitted.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. During a recent device check, a decrease in the battery longevity was observed, and the longevity showed 3.5 years remaining, with usage of 185% consumption. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was located, and was returned for analysis. Testing was completed, and device technical analysis is included in this report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. During a recent device check, a decrease in the battery longevity was observed, and the longevity showed 3.5 years remaining, with usage of 185% consumption. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering review of device data confirmed premature battery depletion. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported.